Event description:
It was reported that during attempted insertion of the iab, the balloon began to unwrap and prevented the iab from passing through the introducer sheath. The iab was removed and replaced without any pt complications.